Event description:
Additional information was received indicating a revision procedure was performed. The physician suspected right atrial (ra) lead damage, however, no anomaly was observed either visually or via diagnostic imaging. The ra lead and rv lead were explanted and the pacing system was replaced with leadless pacemakers. The patient was in stable condition.

Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing and inappropriate automatic mode switch (ams) was noted on the right atrial (ra) lead and the right ventricle (rv) lead. Diagnostic imaging was performed and the noise was able to be reproduced. Abbott technical support was contacted; however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing and inappropriate automatic mode switch (ams) was noted on the right atrial (ra) lead and the right ventricle (rv) lead. Provocative testing was performed and the noise was able to be reproduced. The physician suspected rv lead damage, however, diagnostic imaging was not performed. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.